Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the home patient (hp) pressed go to initiate therapy before connecting themselves to the hc device. The technical service representative (tsr) explained this error to the hp. The tsr reviewed proper procedures, per the user manual, with the hp and advised them to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.